Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the purge line on top of the oxygenator was severed. No pt involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).